Event description:
It was reported that during a therapeutic endoscopic bile duct stone removal procedure, when attempting to grasp and fragment the calculus, the metal sheath portion of the basket wire at the proximal part of the single use mechanical lithotriptor v broke. After removing the scope, the calculus was attempted to be broken up using the bamberger handle, but it did not break. The scope was reinserted, and the procedure was completed only leaving the stent in place. No device components were reported to have fallen off inside the patient. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, h3, h4, h6, h11 . The device was returned to olympus for inspection. The reports of metal sheath portion of the basket wire at the proximal part of the bml-v437qr-30 broke was confirmed. In addition, the basket wire was deformed. Upon device evaluation, the operating wire has been removed from the tube sheath. The operating pipe was broken at the brazing joint of the operating wire. The brazed condition of the broken portion presented no abnormalities, and the outer diameter of the broken portion was measured but indicated no abnormalities. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported events and the identified malfunction are inferred to have occurred through the following mechanism: 1.due to various factors such as the shape, numbers, hardness of the calculus, a force beyond the strength resistance was applied to the device during the lithotripsy. 2.due to the described above ¿1¿, the basket was deformed, and the operating pipe broken. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.